Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2008 to treat pelvic organ prolapse, stress urinary incontinence and rectocele with concurrent laproscopic hysterectomy with bilateral salpingo-oopherectomy. It was also reported that following insertion the patient experienced pain and urinary/bowel problems. No additional information was provided.